Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a reported smoking smell coming from the homechoice (hc). An event history log review and a sample evaluation were performed. In addition, a device history record review and service history review were performed. The problem was not confirmed. The assignable cause of the problem was undetermined. A device history record review and service history review were performed and concluded that no issues were identified that may have contributed to the reported issue/s of "burning smell" coming from the hc. The device will be sent for servicing. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a smoking smell coming from the homechoice, which occurred during use while the home patient was connected. The technical service representative initiated a swap of the device. The patient was diabetic and was on insulin or diabetes medication. Therapy was not discontinued prior to completion of two (2) full cycles. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine would arrive. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.